Event description:
It was reported that the device had an illuminated service indication and a critical event code was logged in the memory of the device. This device may not be able to deliver defibrillation therapy. There was no patient use associated with this reported failure.

Manufacturer narrative:
(B)(4). Physio-control followed-up with the customer and confirmed that the device was removed from service. The device will not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.